Manufacturer narrative:
Additional information was received that the patient was doing well. No further course of action will be taken.

Event description:
A report was received that the patient had developed an infection at the l5 region. Symptom of fever was noted. The patient was admitted to the hospital and was placed on antibiotics. It was also noted that the infection was not device or procedure related. The patient was reportedly doing well.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2408-56 serial #: (B)(4) description: avista MRI perc lead kit, 56 cm it is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had developed an infection at the l5 region. Symptom of fever was noted. The patient was admitted to the hospital and was placed on antibiotics. It was also noted that the infection was not device or procedure related. The patient was reportedly doing well.